Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath was retracted 6 mm from the tip and was kinked proximal to the mounted stent. There was also accordion-like damage to the outer sheath. The distal handle was noted to be detached and the stainless steel shaft was bent. During the investigation, an attempt was made to retract the outer sheath by hand, but there was resistance and retraction was not possible. The shaft was dissected proximal to the clear outer sheath. The distal end of the inner lumen and stent were withdrawn from the shaft. The inner lumen had a slight kink consistent with the kink in the outer sheath. No issues were noted with the stent. A labeling review identified that the device was used per the directions for use (dfu). Manufacturing documentation was reviewed and revealed no anomalies or deviations. There have been no other similar complaints reported for this particular batch. As a result of this investigation, this complaint has been assigned the most probable root cause of operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6), 2010 ((B)(6) old male; weight unknown). According to the complainant, the patient presented with a duodenal obstruction. The 5 cm lesion was about 20 cm below the pyloric sphincter. The physician performed a duodenoscopy with duodenoscope working channel 3.7 mm and the stricture was dilated with 15-18 mm cre balloon. The 12 cm wallflex duodenal stent was then positioned in the stricture. When attempting to deploy the stent, resistance was felt. Pressure continued to be applied until the stainless steel tube became kinked. Under fluoroscopic vision, the physician observed that no part of the stent had been deployed. The physician then attempted to deploy the stent himself. The pressure he applied broke the stainless steel tube. The physician then removed the stent and completed the procedure successfully with a 9 cm wallflex duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6), 2010 ((B)(6); weight unknown). According to the complainant, the patient presented with a duodenal obstruction. The 5 cm lesion was about 20 cm below the pyloric sphincter. The physician performed a duodenoscopy with duodenoscope working channel 3.7 mm and the stricture was dilated with 15-18 mm cre balloon. The 12 cm wallflex duodenal stent was then positioned in the stricture. When attempting to deploy the stent, resistance was felt. Pressure continued to be applied until the stainless steel tube became kinked. Under fluoroscopic vision, the physician observed that no part of the stent had been deployed. The physician then attempted to deploy the stent himself. The pressure he applied broke the stainless steel tube. The physician then removed the stent and completed the procedure successfully with a 9 cm wallflex duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
(B)(4) (handle broken). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.